Manufacturer narrative:
Correction and or additional information for the initial MFR 2016493-2024-00612 was provided in section e3. H6, h11. Section e- all required fields have been accurately filled out with the correct information within the initial MFR 2016493-2024-00612. Additional manufacturer narrative upon investigation of the actual device used in this incident, it was determined that station¿s prolonged inactivity might have caused the lockout issue. A technical support specialist advised the customer to adjust the timeout setting of the anesthesia station to minimize disruptions during operations to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-sep-2022 to 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly logged users out and locked up while dispensing esmolol in the middle of a surgery. Customer stated that multiple instances have been reported over the past year regarding this event. The customer confirmed that there was no harm to patient. The customer added that the doctor was able to log back in and obtained the required medication but it took some time. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly logged users out while dispensing esmolol in the middle of a surgery. Customer stated that multiple instances have been reported over the past year regarding this event. The customer confirmed that there was no delay or harm to patient. The customer added that the doctor was able to log back in and obtained the required medication but it took some time. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the station's prolonged inactivity might have caused the lockout issue. A technical support specialist advised the customer to adjust the timeout setting of the anesthesia station to minimize disruptions during operations. The system functioned as intended after the technical support specialist troubleshooted the device.